Event description:
The consumer sat down on the unit as she was leaving the doctors office, when the right front wheel allegedly buckled form under her, causing her to fall to the ground. No serious injury is alleged.